Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion with (80% stenosis degree) in a mildly tortuous segment of the proximal lad. After the device had been advanced to the pre-dilated target lesion, the balloon was inflated to 10 atm in vitro, but the stent did not deploy. Instead, it "dog boned". The stent was removed from the patient and inflated to 18 atm on the bench. The stent remains embedded on the balloon.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has partially been inflated. A large amount of dried contrast medium residue was observed in the balloon- and inflation lumen. Judging from the x-ray markers, the stent is displaced on the balloon by about 9 mm in distal direction. The stent is deformed at both ends, i.e. Several struts are bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. However, considering the event description the displacement and deformation of the stent most likely occurred after the reported event. During inflation with 10 atm (np), the balloon opened and held the pressure. No damage or irregularity of the ballon (such as e.g. Dog bone) could be identified. Review of the production documentation verified that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion with (80% stenosis degree) in a mildly tortuous segment of the proximal lad. After the device had been advanced to the pre-dilated target lesion, the balloon was inflated to 10 atm in vitro, but the stent did not deploy. Instead, it "dog boned". The stent was removed from the patient and inflated to 18 atm on the bench. The stent remains embedded on the balloon.